Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion when no real occlusion present" was reproduced. The device was tested for downstream occlusion detection and it failed. Event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor out of specifications. The force sensor no tube and force sensor scale factor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.